Manufacturer narrative:
UDI # is incomplete as the iab model, catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured inside the patient. Blood went through the helium tubing and into the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report will be submitted for the cardiosave iabp.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal, tubing was performed and four leaks were detected on the membrane approximately (primary abrasion) 1cm, (sharp edge) 23.1cm and 23.4cm and 23.9cm from the rear seal. The abrasion measuring 0.013cm in length, the sharp edge measured 0.889cm and (2) 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other three penetrations found on the membrane appears to have been caused by a sharp object that may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field(s): d1, d4, d9, g4, h3, h4, h6. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).